Manufacturer narrative:
.

Event description:
Pt reported, "I've developed a granuloma". Also stated "md emptied the pump and filled it with saline". The pt was experiencing pain. The MFR requested add'l info and confirmation of this event, however, no info was rec'd from the hcp.